Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had black screen and station was not turning on. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed to power on. A field service engineer (fse) isolated the issue to auxiliary drawer and verified with a meter that the drawer controller was defective. The drawer controller was replaced, and the pyxis bus cable, retractor band cable, and row board cable was inspected. There were no debris was found on the row boards, and the diagnostics confirmed the drawer functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had black screen and station was not turning on. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.